Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the fluid would not push through the needle. To aid in the investigation, five samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution. One sample expelled the solution with a normal flow. The remaining four samples did not expel the solution; these needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2010821. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2010821 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material#: 305916; batch number#: 2010821. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: rcc received a complaint via phone. Pir item 305916 - lot 2010821. Fluid not pushing thru needle. Left vm in pir line they are in a meeting. E1: (B)(6). 61 needles didnt work out of the 4 boxes that have been used. Additional information provided: on 11/18 - spoke to customer on (B)(6) customer advised: please share the material and lot number. Information has been previously shared describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No injury. Customer stated if the needle is inserted on the syringe, it would not let fluid pass thru, this makes it difficult to inject patients with vaccines. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Samples available. (B)(6). Please share the email address to send acknowledgement. (B)(6).

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.